Event description:
Healthcare professional reported "epigastria pain, nausea, vomiting, dysphagia, megaesophagus and band slippage" with regards to the lap-band system. The band was repositioned and remains implanted. The pt then experienced "pain around the port, darkening of the skin, followed by erosion through the skin with purulent drainage from an infection." The port was removed and not replaced.

Manufacturer narrative:
Taper ii. (B)(4). The product associated with this report has not been returned. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. The reported events are surgical and physiological complications, and an analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the possible outcome of esophageal dilatation as follows: "esophageal distension or dilatation has been reported infrequently. This is most likely a consequence of incorrect band placement, over-restriction, stoma obstruction, and can also be due to excessive vomiting, or pt non-compliance, and may be more likely in cases of pre-existing esophageal dysmotility. Deflation of the band is recommended if esophageal dilatation develops. A revision procedure may be necessary to re-position or remove the band if deflation does not resolve the dilation. Frequent, severe vomiting can result in pouch dilation, stomach slippage or esophageal dilatation. Band slippage and/or pouch dilatation can occur." Device labeling addresses the reported event of band slippage, nausea, and vomiting as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal." Device labeling addresses infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated." Device labeling addresses dysphagia as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures." Device labeling addresses the reported event of pain as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: ...abdominal pain, chest pain, incision pain, and... Port site pain." Device labeling addresses the reported event of irrigation/inflammation or follows: "contraindication(s): the lap-band system is contraindicated in: ...pts with inflammatory diseases of the gastrointestinal tract, including severe intractable esophagitis, gastric ulceration, duodenal ulceration, or specific inflammation such as crohn's disease."